Manufacturer narrative:
Insulin pump failed the self test due to critical pump error while testing due to damaged force sensor. Insulin pump received with missing reservoir tube o-ring. Unable to perform the displacement test and occlusion test and p-cap or reservoir will not lock properly due to missing reservoir tube o-ring. Insulin pump alarmed error post reset ram crc alarm, history pointers failed and history pointers are corrupted error during boot up due to damaged force sensor. Unable to perform rewind test, seat test, basic occlusion test, force sensor test, active current measurement and sleep current measurement do to critical pump error . Unable to download pump due to critical pump error unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. Insulin pump will not be returned for analysis. Customer reported that they received another critical pump error after clearing the pump errors. Troubleshooting was performed and the their was continued critical pump error alarm. Customer stated that after inserting new battery they got multiple pump errors. Customer¿s blood glucose level was 170 mg/dl at the time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.